Event description:
It was reported that the customer has had high blood glucose and stated that it seemed like the insulin pump was not delivering insulin but was not alarming no delivery. The alarm was resolved by changing the infusion set; cannula was straight. The insulin pump passed the high pressure test. Blood glucose value is 11 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.